Manufacturer narrative:
Exact date unknown, event occurred one month after the implant procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation coverage. The patient underwent a paddle lead replacement procedure and was provided with bilateral coverage postoperatively. The explanted paddle lead will not be returned.